Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6)2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states I had a fall "a while back" and then about 3 weeks ago her husband said that her back looks like the lead has twisted. Pt made a dr appointment and the rep was to meet her there - asked rep name unknown - but the office closed and the office didn't update anyone, so she never was able to meet the rep. Pt states the rep was made aware of the lead twisting. Pt states for the "last couple of days" she has been trying to get stim on her right side but all the programs are only hitting the left side. Pt states she will increase stim but that only increases the stim on the left side. Rep reported that patient was last seen on (B)(6)2024. At the appointment rep noted that patient had turned the device off for the past 30+ days. Device was turned back on; normal programming was performed. No device issues were noted or mentioned by the patient. Patient went home satisfied with the therapy. Rep has not heard anything back from the patient since.